Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed plunger lever is not working as intended, the flippers do not snap back down, pump powers up with a serial number that does not match the bottom case or paperwork. Customer?s reported issue was duplicated during syringe size test. Size pot ribbon was partially detached from size pot connector. The root cause of the reported issue was not determined. Actions taken to mitigate the reported issue: replaced size pot. Performed syringe test and all functional tests which passed.

Event description:
It was reported that device is not reading syringe. No patient injury reported.